Manufacturer narrative:
This MDR is being submitted as part of service and repair remediation activities associated with CAPA (B)(4). The device was returned to the manufacturer for service and repair. It was noted upon inspection that the returned unit did not meet all specific functional tests. The unit was received with (2) 10269 arms and (2) 10270 arms which will be returned to the customer with the repaired unit. The received unit was determined to be loose due to routine use. The unit received adjustment associated with periodic maintenance. A review of the device's manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances related to the reported failure. "

Event description:
The user facility returned the 11050 omni-flex support arm for service and repair because the unit was loose.